Manufacturer narrative:
Device history review found the product met specifications when released for distribution. Cause of event cannot be determined. No medwatch form was received from the user facility, therefore, information on the medwatch form 3500a was completed by the medtronic with information received from the healthcare professional. Analysis: hydrodynamic testing with high speed video evaluation indicates that the leaflets close well with no abnormalities observed. The leaflets are flexible with sufficient depth of coaptation and the valve performs as expected. An intracuspal hematoma is present in the non-coronary cusp, but would not affect the performance. The product device history record was reviewed and found to be complete and correct, indicating that the valve met manufacturer's specifications when released for distribution. Conclusion: the device performs as expected; an exact cause for the reported event cannot been determined.

Event description:
Ultra mosaic 25 mm valve was abandoned at implant when an echo showed a central regurgitant jet. Another mosaic of the same size was implanted functioned without any problems. Nothing unusual was found the valve or the pt's anatomy when the valve was replaced.